Event description:
Patient's husband reported the patient experienced a change in therapy effect. The patient started falling asleep at the table. This started to occur in (B)(6) 2012. The patient had a collapsed lung that occurred on (B)(6) 2012. Caller states the emergency room believed that the patient was overdosed. The patient was taking vicodin but was then switched to hydromorphone. Per caller, some were saying it could be an overdose or it could be copd. Since (B)(6), the patient felt sick all the time and had a difficult time taking medication. The patient had lost weight prior to this occurring. Testing was done to determine whether it was her heart or her lungs. A heart catheter, echocardiogram, breathing test and stress test were done and were negative. The caller believed that the patient "was being overdosed with this medication." The hcp was discontinuing the heart medication as it was believed that her heart was not the issue. The patient believed her nerves were the issue. The patient had been going through ongoing testing since (B)(6) 2012 and would end in (B)(6). The patient was working with her heart physician. Caller states hcp is stating patient has taken more drugs than she was supposed to. It was thought there was discrepancy in the drug that the patient was taking. Patient stated that according to the drug agent "it was impossible that I'm a druggie." The hcp was refusing to see patient to do any further refills. Per caller, hcp stated the patient has taken more drugs than she was supposed to. Caller stated hcp refused to titrate patient down or fill the pump with saline. Caller states hcp is putting patient's life at risk. The patient's next refill date was set for (B)(6) 2012. The patient was seeking a physician to manage their care. The pump was delivering hydromorphone.

Manufacturer narrative:
Product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2009, product type catheter. (B)(4).